Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. Additionally, a review of the labels attached to the electronic lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 23 june 2014, which is 12 months from the date of manufacture (24 june 2013). However, it was reported procedure date was (B)(6) 2015. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: note the product use by date. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that before use, when trying to connect the indeflator to the 3.5 x 28mm xience xpedition stent delivery system, the hub broke off. The device was not used and there was no patient involvement. Another unspecified device was used to complete the procedure. No additional information was provided.